Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 3.5 years of service. The device sensed 100%, and had not delivered a shock since induction of implant. The device will be explanted in the near future. A guidant technical services (ts) consultant requested that the device be returned to guidant for analysis once it has been explanted.